Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy-four (74) exactamix vented micro-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: seventy four (74) actual devices were received for evaluation. Visual inspection was performed on the returned samples and identified dark spot/fiber, white spots/particulates/fibers, red fibers/spots, blue fibers, brown particulates, brownish yellow spots, brownish red smudges, dark metallic/foil like particulates, opaque smudges, dried fluid/water spots, fiber like particles, and embedded fibers/particulates. The particulate matter was observed on the white connector (including under the clear cap), white spike flange, tube housing of the white spike housing, blue spike cap, outside surface of the tubing, rim of the white vent filter, clear plastic packaging material, and within sealed packaging materials. No particulate matter was observed within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, it was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.